Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was connected to the insulin pump during priming and may have delivered more than nine units of insulin into her body. The customer's blood glucose reading had dropped from 267 mg/dl to 193 mg/dl in ten minutes prior to the phone call. Paramedics were called to assist the customer to prevent a possible hypoglycemic reaction. Paramedics treated the customer at the scene. Nothing further was reported.